Event description:
A cell-dyn sapphire analyzer generated discrepant hemoglobin results for one patient sample. The analyzer generated an initial hemoglobin result of 6.63 g/dl in closed mode. The sample was repeated in open mode and a result of 10.9 g/dl generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of patient data, a search for similar complaints, and a review of labeling. The customer stated imprecise results were generated on the cell-dyn sapphire analyzer between open and closed modes. The customer stated that the correct results were those generated in open mode. The 10 ml syringe was replaced as part of troubleshooting during the event. The data submitted by the customer confirmed the imprecise results. The first specimen run in closed mode had much lower results across all parameters in comparison to the results generated in open mode, indicating that there may not have been sufficient sample in the tube for the instrument to aspirate in closed mode. Tracking and trending did not identify any adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. Based on the event details and evaluation no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.